Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a pseudomonas aeruginosa driveline exit site infection that required IV antibiotics with an onset of 07apr2022. The patient was most recently admitted on (B)(6) 2025 for the infection. After multiple rounds of treatment was performed, the patient decided to end treatment and go home on hospice. The patient was discharged on (B)(6) 2025. The patient passed away at home while on hospice care. The pump was on at the time of death and was said to have been working as intended.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.